Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported via online left side capsular contracture baker grade iii/IV. Device explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: deformation, crease fold, white particle in the shell and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported via online left side capsular contracture baker grade iii/IV. Device explanted.